Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No issues found with the physical condition of the device. Syringe plunger not in place found in event history log. The technician performed syringe test using biomed diagnostics monitor digital sensors(true/false) and occlusion test. The technician was unable to duplicate reported issue. No problem was found. The root cause of the reported issue couldn't be determined. However, the technician found a loose screw inside the pump came out of the barrel clamp assembly. Force sensor reading 0 : count =37 and force readings 0.07 pounds (lb). @ 5 force readings 4.75 lbs. And @ 15 the force readings 14.13 lbs. Replaced plunger cable as preventative measure. Performed power up process and all the functional test passed. No information has been provided to date.

Event description:
It was reported that the plunger not in place error occurred; however, the plunger seems fine. The pump has occlusion when there isn't one. No patient injury was reported.